Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by the neurosurgeon that the patient presented with suture dehiscence at the electrode implant site. Upon re-examination, the surgeon indicated that according to medical report and physical examination there was no sign of an infection, which would also suggest a possible rejection. The device history record's of the lead was reviewed. The lead passed final quality and functional specifications prior to release. Additional information was received that the suture dehiscence meant the suture did not close up and the patient's skin was not weak. The wound had difficulty healing. It was stated that the physician attempted to perform an on-site clean-up and re-stitch but there was no success with this and that patient continued with poor healing. This led the patient to have the device removed due to suspicion of rejection of the device. The physician believes the patient presented rejection to some component of the device. After the explant, the site of the surgical wound was healing as expected. No additional relevant information has been received to date.